Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_stylet_acc, serial# unknown, product type: accessory. Product ID: 977a275, serial# (B)(4), product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for spinal pain, non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that patient was large and it was difficult to place leads. Intraoperative, hcp attempted several times to insert different stylets. Hcp was unable to put stylet back into the lead, even once it was out of the patient and out of the needle. A new lead was opened. The issue was resolved. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_stylet_acc, product type: accessory. Product ID: 977a275, serial# (B)(4), product type: lead. Product ID: neu_stylet_acc, product type: accessory. (B)(4). Analysis of the lead (va1bzhh019) found that the stim lead body stylet coil was perforated by the stylet 17.8cm from the distal end of the lead. Analysis of the stylet (unknown) found the stylet wire bent.